Event description:
The user facility reported that during an unspecified procedure, the staff nurse noted misty smoke coming from the back of the unit when the user was performing a cautery. The procedure was completed using a non-olympus generator. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more info regarding the report and was informed that the biomed noted a small amount of brown fluid inside the main circuit board specifically on the white resistor (r22). The biomed further reported that according to the users there was nothing placed on top of the unit and nothing spilled over the unit. The biomed reportedly tested the unit by activating the saline cut function and the output was within standard. According to the biomed there was no smoke emerging from the unit, and there was no error message appeared on display during the testing of the unit. The electrosurgical unit referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report of smoke coming out of the unit during use, but evidence of electrical damage was found inside the unit. The resistor, r22 component in the printed circuit board was found discolored, and charred likely due to the exceeded output capacity imposed on the unit. Further, the evaluation confirmed that the device had reportedly displayed an error message 04 several times and based on the memory log, which was attributed to a damaged resistor on the oscillation printed circuit board. The unit underwent a software upgrade and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.